Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that the coil was loosely wrapped at the tip. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that there was dried blood visible on helix. The rv exposed coil was loosely due to stretched, damage at implant. Rv internal cable was kinked visible through the insulation. It was stay in place with no insulation breach or fracture was observed in that area. If information is provided in the future, a supplemental report will be issued.